Manufacturer narrative:
A review of tickets was performed for reagent lot number 00919e000. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance of the architect intact pth assay was evaluated using world wide data from abbottlink. The number of standard deviations to the cut-off and the median of the negative populations for the lot is outside of the established control limits therefore, the accuracy testing was performed with a retained kit of lot 00919e000 and was within specifications. No performance differences could be identified for median and standard deviations to cutoff of the negative population when comparing the complaint lot with historical lots. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect intact pth assay, lot 00919e000.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08k25-77 that has a similar product distributed in the us, list number 8k25-29.

Event description:
The customer observed falsely elevated architect intact pth results on one (B)(6) year old female patient diagnosed with uremia. The results were provided: (B)(6) 2020 intact pth results= 463.2 pg/ml / on (B)(6) 2020 intact pth result=508.7 pg/ml / (B)(6) 2020 intact pth result=701.8 pg/ml(reference range=15-68.3 pg/ml). There was no reported impact to patient management.